Event description:
In 2009, the patient reported experiencing elevated blood glucose over the past week. He stated that he began use of the infusion device 3 weeks ago and elevated readings occur at different times of the day. One day prior, his blood glucose measured 202 mg/dl when he woke up and he did not eat but he bolused and his blood glucose elevated to 225mg/dl. At dinner his blood glucose measured 243 mg/dl and he changed his infusion site and bolused and his blood glucose returned to normal. This morning his blood glucose measured 200 mg/dl and he did not eat and he bolused 8 units of insulin and his blood glucose elevated to 334 mg/dl. He verified insulin was flowing from the end of the infusion tubing and then bolused 6 units of insulin. His normal blood glucose range is 100-120 mg/dl. He stated that he has noticed several infusion site cannulas are bent upon removal. He changes the infusion site every 3 days. Insulin absorption and infusion site location were discussed with the patient. He was educated on alternative infusion sites. He was sent information on infusion site management and an infusion set insertion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.